Event description:
We were then able to position the penumbra catheter now in the left common femoral artery via the sheath over the wire, and performed a series of "6-8" passes with this catheter, both on the wire and with the wire removed, to relieve the obstruction and recover thrombus. Inspection of the device's retrieval chamber did reveal significant thrombus removal. The penumbra catheter was then withdrawn; the catheter appeared partially fractured at its tip on inspection at the table, after we removed it, but seemed intact otherwise. A fluoroscopic "screen" of the cross over sheath was performed with panning over the abdomen/pelvis, and did not reveal a catheter remnant within it; however fluoroscopic imaging of the sheath in the abdomen, was of poor quality, given the pt's obesity and overlying pannus in the abdomen. We even had mild difficulty identifying the silhouette of the crossover sheath itself at the aortoiliac bifurcation due to poor fluoroscopic image quality. Left common femoral angiography was now repeated via the 7 french crossover sheath; these angiograms revealed improvement in flow into the lpfa and left sfa vessels, with almost complete relief of the obstruction but with mild residual thrombus and possible atheromatous debris at the origin of the left profunda femoris artery. We then positioned a 5 french by 135 cm x 20 cm infusion length merit fountain lytic catheter, across the residual stenosis of 80-90% in the left common femoral artery, and pulse sprayed the segment with 10 mg of tpa. We then initiated a tpa drip via the fountain catheter at 1 mg an hour, and started adjunctive intra-arterial heparin infusion via the destination sheath at 400 units an hour. We then exchanged the radial r2p sheath out over the storq wire for a 6/7 french terumo slender sheath at the right wrist. This sheath was sewn in place along with the right common femoral arterial sheath. The 5 french short right common femoral various sheath was exchanged over the complications; distal embolization into the left common fem oral artery distal bifurcation segment, from balloon angioplasty of upstream left common iliac artery in-stent chronic total occlusion, treated successfully with mechanical aspiration thrombectomy, and initiation of catheter directed thrombolytic therapy.